Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported entrapment of device (clip entangled on chordae). The reported foreign body in patient and subsequent unchanged tr were due to the entrapment of device (clip entangle on chordae). The reported unexpected medical intervention was a result of case-specific circumstance as the clip was deployed at an unintended location. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 5 tricuspid regurgitation (tr) for a triclip procedure. During the procedure, two triclips were implanted successfully. A third triclip was attempted to be placed. While maneuvering the triclip became entangled within the chordae and was forced to implant on the septal leaflet with chordae. The procedure was discontinued. The final tr was grade 5. There were no clinically significant delays reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.